Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started using the ilet experienced a low blood glucose value of 52 mg/dl upon waking and treated with orange juice, peanut butter sandwiches, and glucose gel; the user had not eaten or exercised before the event and did not perform a confirmatory fingerstick, and the device was noted to be in its initial learning phase. Symptoms included hypoglycemia. Outcomes included self-treatment at home without medical intervention or hospitalization. Investigation included user interview and troubleshooting education regarding system adaptation and sensor verification. Investigation of this case revealed no device malfunction reported and that the event occurred during early system adaptation, with sensor accuracy unconfirmed due to lack of fingerstick verification. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.